Event description:
Information was received from a business partner regarding a patient who was receiving baclofen via an implantable pump. It was reported the patient was hospitalized with pneumonia or a urinary tract infection and the doctor took the patient off the medication but later went back on it. It was reported the patient was hospitalized 3 or 4 times this year. Patient was also taking the medication gilenya.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.